Manufacturer narrative:
Date sent to the FDA: 05/14/2021. A manufacturing record evaluation was performed for the finished device batch qabhhe, m654g39 and no non-conformances were identified. Additional information was requested, and the following was obtained: it was reported that the "needle was dislodged from the wire while the surgeon was about to use". Did this issue occurred during surgery or prior usage on the patient? It happened during surgery. Was procedure successfully completed? Yes. Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. Not available, discarded by the ot staff. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the "needle was dislodged from the wire while the surgeon was about to use". Did this issue occurred during surgery or prior usage on the patient? Was procedure successfully completed? Could you please confirm the device's availability for return? If available, please provide the device return status/follow up.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle of steel wire dislodged from the wire while the surgeon was about to use. There were no adverse patient consequences. Additional information has been requested.